Manufacturer narrative:
The device not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a three month follow-up after programming change, this left ventricular (lv) lead exhibited high out of range impedance of greater than 3000 ohms and loss of capture at maximum output. The patient was scheduled for a lv lead replacement procedure approximately two months from now. Additional information was received, stating that during a device upgrade procedure, a new lv lead was successfully implanted. This lv lead was capped and abandoned (i.e., it remains implanted but is no longer in service). No additional adverse patient effects were reported.

Event description:
It was reported that during a three month follow-up after programming change, this left ventricular (lv) lead exhibited high out of range impedance of greater than 3000 ohms and loss of capture at maximum output. The patient was scheduled for a lv lead replacement procedure approximately two months from now. At his time, the lv lead remains in service. No adverse patient effects were reported.